Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The break in aseptic technique was further specified as the patient did not wear a mask or clean the surrounding area prior to initializing therapy. It was also reported that equipment was reused for therapy. The patient did not require hospitalization but was treated with injection vancotroy ip (intraperitoneally) (2 gram stat) and gentamycin ip (20mg once daily for 21 days). At the time of this report, the patient was reported to be recovering from the peritonitis. It was unknown if the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The direct cause was determined to be use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.